Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and there was a blockage in the cartridge a cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.